Event description:
It was reported that system diagnostics showed low impedance. Upon review of the session report data, there were two session reports, one showing the patient's old generator with intensified follow-up indicator (ifi) battery and ok impedance, and the new generator with low impedance. The patient was hospitalized due to seizures, which were possibly attributed to cardiac issues/the patient's pacemaker. Additional information was received that during the patient's generator replacement surgery 2 months priro, the surgeon mistakenly explanted the patient's pacemaker and replaced it with a vns generator, and the old generator is still attached to the patient's vns lead (the new vns generator was presumably attached to the pacemaker lead). The patient underwent pacemaker replacement surgery in which the cardiac surgeon removed the new vns and implanted a pacemaker, and the patient will be re-referred for vns replacement surgery for the old generator. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was confirmed that the vns generator had been connected to the cardiac pacemaker leads at the time of the adverse events. No additional relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has been received but product analysis is still underway.

Event description:
Generator analysis was completed and approved. The electrical tests performed in the pa lab found that the generator was at an noes=yes condition. The battery voltage was measured at 2.587 volts, and the memory locations on the generator indicated that 108.138% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse condition found with the pulse generator.